Event description:
Procedure: gastrectomy. According to the reporter: staples did not form properly and there was bleeding. The malformed staples were retrieved. The procedure was converted to open and another device was applied. Surgery time delay was reported as approximately minutes because of the problem.